Event description:
Procedure: l. Anterior resection with end to end anastomosis. According to the report: three days after the surgery, the patient had fever, and drainage of fluid was cloudy. Six days after the surgery, upon observing the drainage of fluid, it was found that leakage had occurred. Upon using an endoscope, it was found that there was an unstapled part on the posterior wall. Later, the hole was closed because of granulation of tissue. The patient condition is currently fine. There was no bleeding or tissue damage during the procedure. Nothing had fallen into the patient cavity, and the procedure was not extended.